Event description:
Pt vent alarm was going off. Found that vent not cycling and o2 level was low. Vent circuits was checked for leakage and none was found. Pt checked and ett tube cuff pressure was checked. No indication of leakage noted. Flow sensor and o2 was calibrated. All connections are checked and secured. Vent monitor was still not showing any cycle. Pt was removed from the vent and stared ambu bagging with 100% fio2 and peep 10 due to pt o2 saturation dropped to 60%. Pt o2 saturation slowly increased all the way to 100%. Vent was changed with new ventilator drager xl. FDA safety report ID# (B)(4).